Manufacturer narrative:
Concomitant medical products: product ID 3425, serial# (B)(4), implanted: (B)(6) 1998, product type: transmitter. Product ID 7495-51, serial# (B)(4), product type: extension. Product ID 3888-28, lot# r323601, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device stopped working and was checked by the manufacturer¿s representative (rep) and was told it no longer worked. Information was requested regarding the level of surgery for having the components removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.